Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a pusher wire and the introducer sheath were returned for analysis. The unit returned has wire damaged , as part of overall visual revision. The introducer sheath returns and was found with residues of blood in the distal tip. The pusher wire was found cut at 60.93 cm approximately from the distal tip, the polytetrafluoroethylene (ptfe) was found bunch up, also a kink was found at 10.05 from the proximal section. Residues were noted. Microscopic inspection was also performed and the interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensional inspection was found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-dec-2016. It was reported that difficulty advancing the coil into the catheter occurred. The target lesion was located in the renal artery. A 10mmx20cm interlock¿ was selected for use. During the procedure, the coil was pushed out of the catheter into the patient's body. However, the device was pulled back as the physician thought that the location was not good. When the coil was tried to be pushed out again, resistance was noted. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable. However, device analysis revealed a cut 60.93 cm approx. From the distal tip of the pusher wire.